Event description:
On (B)(6), customer reported via phone to product monitoring during an unk pt procedure system would not fluoro. Pt age and gender were unk. Procedure was not completed. It is unk as if the procedure was rescheduled. Facility does not have back-up capabilities. No pt injury reported.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.